Manufacturer narrative:
Reviewed the camera report and all camera values were within specification. Noted that there was slight speckling in the anti-d1 and anti-d2 wells on the original batch and on repeat testing both anti-d1/d2 wells appeared to have more speckling and graded equivocal. A service call was made. Adjustments were made to the instrument as needed. Unit was tested and is now operating within specifications.

Event description:
Customer reported an rh discrepancy when testing a patient sample on the echo. Initial testing resulted rh negative. The sample was tested by manual tube method resulted in 3+ reactions with both anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5. Customer re-tested the sample on the instrument later which resulted in ntds in both anti-d wells.